Event description:
The doctor reported the bur came out of the handpiece during a dental procedure and the patient swallowed the bur. The patient went to the hospital for an x-ray, which confirmed that the bur was in the patient's intestine. The patient passed the bur without incident.